Event description:
Additional information received indicated the event was resolved by reprogramming the device.

Event description:
It was reported that egms were irretrievable in the device memory. Abbott technical support was contacted and recommended reprogramming, which was anticipated to resolve the event. The patient was stable and there were no adverse consequences.